Event description:
The tps micro driver was sent for evaluation because during a procedure it was running without user activation, and it would not turn off. The procedure was completed with the same device without any procedure delay, and no adverse consequences were reported.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.